Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge depleted rapidly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer resumed insulin delivery on the pump.